Event description:
The customer reported cracking and leaking at distal tip and at stopcock of extension set during a tpn infusion. There was no patient harm or medical intervention. There was no patient involvement. No add'l info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.